Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was damaged. The following information was received by the initial reporter with the following verbatim: the bd maxzero microbore tri-fuse extension set, screw piece at the end broke off while drawing labs from a peds power PICC. Also, the blue bd maxzero needleless connector would not twist off and there were no hemostats at the bedside. Called for help and replaced the tri-fuse and connector. Vancomycin through drawn on time, sterile connections maintained and no harm to patient.

Manufacturer narrative:
The customer reported the male luer spin collar broke off, as well as the maxzero got stuck on the luer post. The customer returned one sample of material mz9266, batch 24079121. Upon initial visual examination, the set verified both of the reported failures. The luer lock is a supplied part, and the components were forwarded to the supplier for further investigation. The supplier was unable to trace the root cause to their manufacturing process. They were able to attribute a possible root cause to the issue, of alcohol dry time on the luer plastic. This type of plastic can take up to 2 1/2 minutes to fully dry. Without fully drying, the alcohol can leave a film on the plastic which 'binds' to other plastic and makes it very difficult to disconnect the luer. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.